Event description:
Boston scientific received information that the patient implanted with this device system endured an all-terrain vehicle (atv) accident. Subsequently, noise was observed on the right atrial (ra) lead and right ventricular (rv) lead. The noise resulted in oversensing, along with pacing inhibition less than two seconds, along with greater than 20 inappropriate shocks over a two week period. A chest xray revealed first rib subclavian crush and that the ra and rv leads were compromised. A revision procedure was performed and the ra and rv leads were surgically abandoned and the device was replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.